Event description:
We received a report regarding a female pt who experienced acanthamoeba keratitis with pain and redness, loss of vision, corneal abrasion, and photophobia while using complete multipurpose easy rub. The report indicates the patient bought 2 bottles of complete in (B)(6) 2008. In or about (B)(6) 2009, she began using the second bottle. On (B)(6) 2009, she began to experience redness and pain in her left eye. Her symptoms continued to increase to include loss of vision. She sought medical treatment and was prescribed steroid eye drops. Her symptoms did not diminish and she went to student health services and was diagnosed with a corneal abrasion. On (B)(6) 2009, she attended an urgent care clinic where she was diagnosed with acanthamoeba keratitis (means not provided). On (B)(6) 2009, cultures were taken of her left eye, contact lens case, contact lenses and contact lens solution. On (B)(6) 2009, cultures returned positive that indicated that her bottle of complete was 'contaminated' with amoeba. The treatment and outcome of the patient was not provided. A lot number of the bottle used was not provided. Disposition of the bottle is unk.

Manufacturer narrative:
(B)(4) - used for photophobia.